Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after an unspecified procedure, using a 6fr sheath. Reportedly, the proglide device ¿did not feel right¿ during advancement; therefore, the foot was never deployed. The guide wire was put back in place and an attempt was made to retract the device, but it could not be removed from the patient anatomy. A nick and spread was done, and with some force the proglide was removed. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Therefore, a conclusive cause for the reported device ¿did not feel right¿ during advancement and device entrapment cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.